Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ECG electrodes) was confirmed. Upon investigation, the electrode belt ECG "c&d" cable was cut, damaging the blue (+5v) wire in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to return an electrode belt and report that it had non-functional ECG electrodes.